Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported complication cannot be determined or is unknown. It is unclear if the intervention for the neck issue was required before or after the da vinci-assisted surgical procedure was performed. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A site history review was unable to be conducted as the procedure date was unknown and site information is unconfirmed. A system log review was not performed since there is insufficient or unconfirmed product/event information. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: per a (B)(6) post, a patient underwent a da vinci-assisted "double hernia surgery" and "without any x-rays of what was going on prior." The patient stated, "my neck has been an issue since 1998 without any intervention only rehab and constant radiology?" Although the patient indicated that he has had a neck issue since 1998, it is unclear if the da vinci surgical system was a contributing factor to the patient's need for rehab and constant radiology. It is unknown if the rehab and constant radiology was rendered before or after the da vinci-assisted surgical procedure was performed. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure.

Event description:
On (B)(6) 2022, intuitive surgical, inc. (Isi) became aware of a (B)(6) post from a patient stating, "I had double hernia surgery from the da vinci surgical system without any x-rays of what was going on prior. My neck has been an issue since 1998 without any intervention only rehab and constant radiology? Mmm maybe radiology treatment." There was no allegation that a malfunction of a da vinci system/instrument/accessory occurred during the surgical procedure. Due to the nature of the complaint, isi is unable to contact the author of the post to gather additional information regarding the reported event.